Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes. D.10 returned to manufacturer on: 07/21/2020. H3. Investigation conclusion. One 2420-0007 sample was received for investigation with residual fluid present in the line; no packaging was received with the sample, however the customer indicates the affected lot number to be 19073069. A visual inspection confirmed the customer's experience with the tubing identified to have separated from the upper joint of the lower smartsite y-site. A closer inspection identified minimal signs of residual solvent at the joint of the affected component. The details of this feedback were forwarded to the manufacturing site for investigation. They confirmed that the customer's experience is likely to have occurred as a result of the application of an insufficient amount of solvent at the tubing joint; this is a manual process and is likely to have occurred due to human error. A review of the production records for lot 19073069 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In order to reduce the likelihood of operator error, the production personnel have been informed of this feedback and retrained to ensure that they are following the correct assembly process. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the 2420-0007 product. H3 other text : see section h.10.

Event description:
It was reported that as lvp 20d 2ss cv leaked. The following information was provided by the initial reporter: the reported feedback suggests that there was a leakage. After spiking the bottle of acetaminophen I began to prime the line. I unraveled the tubing as it was priming. Upon doing so the end fell off and the medication leaked. No rough handling took place.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d 2ss cv leaked. The following information was provided by the initial reporter: the reported feedback suggests that there was a leakage. After spiking the bottle of acetaminophen I began to prime the line. I unraveled the tubing as it was priming. Upon doing so the end fell off and the medication leaked. No rough handling took place.